Event description:
An end user reported that he experienced a ruptured eardrum as a result of a remstar auto continuous positive airway pressure (CPAP) device shutting off abruptly during use. The end user reported being seen in an emergency room after he woke up with painful pressure in his head. He was given anxiety medication by the ER physician, and the followed up with his primary care physician where he was diagnosed with a ruptured eardrum. The end user reported he was given a ten day course of antibiotics; in a follow up visit with his physician, it was determined his eardrum had not healed, and he underwent surgery to correct the problem. The manufacturer has requested the device for evaluation. The device has not been returned to the manufacturer to date. A follow up report will be filed upon completion of the manufacturer's investigation.